Manufacturer narrative:
The product involved in the event is not available for evaluation. O&m halyard, inc. Is the specification developer and complaint handling establishment of the unknown shoe cover. The complaint unknown shoe cover is contract manufactured by hubei xinxin non-woven co., ltd (FDA registration number 3011547453). Supplier corrective action request (scar) was submitted to the manufacturer on may 22, 2026. A follow-up report will be provided upon conclusion of investigation and response by the manufacturer. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The material of the current shoe covers is highly slippery, creating a significant fall risk during use, including while a surgeon was operating. The customer reported complaint incident occurred on product code 69252 (shoe cover). Upon initial assessment, it was noted that this shoe cover did not have foam strips. The customer was asked on three follow up attempts (05/21/26, 05/22/26, and 05/26/26) for clarification of product code. No response has been received. The reporting physician stated: the material of the current shoe covers is extremely slippery and creates a risk of losing footing during procedures. This has occurred multiple times, particularly during critical moments such as delivery when standing on a step stool and leaning forward for leverage. During these instances, there is a brief sensation of the feet sliding, raising concern about a potential fall. This situation presents a risk of staff injury and may also impact patient safety.